Manufacturer narrative:
The devices were not returned to edwards lifesciences for evaluation. Therefore, visual, functional, and dimensional analysis could not be performed. Imagery was provided by the complaint site which showed a radial balloon burst and complete distal tip separation. The delivery system was still within the sheath indicating withdrawal as a single unit due to balloon burst. Review of the cine imagery revealed calcification was present at the aortic root. The complaints were confirmed based on the photos provided of the device. As the lot number of the alleged product was not provided, a DHR review was not able to be performed for the complaint. Additionally, manufacturing information was unable to be reviewed and the presence of a manufacturing nonconformance was unable to be determined without a lot number. Per the instructions for use (IFU), balloon rupture and balloon separation following balloon rupture are potential risks of the tavr procedure. The physician training manuals recommend that the user not use excessive force when removing the balloon if the inflation balloon bursts during deployment. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In addition, the balloon burst increases the possibility of an obstacle (i.e. Patient's anatomy or sheath tip) interfering with retraction of the balloon/balloon material. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon. Per the report, the patient had a very calcified aortic root. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, as the balloon was ruptured, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have led to the experienced retrieval difficulty. As a result, additional pull force/excessive device manipulation could have been applied to overcome the withdrawal difficulty which then could have led to the reported partial separation of the distal tip, nose tip/balloon component. However, the complete separation of the distal tip did not occur until fully removed from the patient¿s body when attempting to forcefully remove the guidewire from the delivery system. In this case, the balloon burst would have aided in the withdrawal difficulty and separation of the balloon. Available information suggests that patient factors (aortic root calcification) and/or procedural factors (removing a delivery system with burst balloon through sheath/excessive device manipulation) likely contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. This case represents the second delivery system used. Please reference related manufacturer report number 2015691-2020-11742. The investigation is ongoing.

Event description:
26mm sapien 3 valve, 26mm certitude ds, 18 fr sheath during implant of a 26mm sapien 3 valve in the aortic position using transcarotid approach, the valve was deployed in a 75:25 aortic/ventricular position with 4cc less inflation volume. However, the delivery system balloon ruptured before the full inflation volume, resulting in the valve having a major waist and severe leak. The valve was not fully deployed but enough to achieve stability. The ruptured balloon would not pull through the 18fr sheath. The device was pulled with force and the delivery system separated at the balloon connection, including the internal delivery system wire. The tip of the delivery system was snared and attempted to be pulled back through the sheath with no success. Access was gained on the right femoral artery and the device was attempted to be pulled into the iliac then removed with a cut down. The device was successfully snared into the right iliac, but just to the abdominal bifurcation due to an acute calcified section in the iliac. The wire of the internal delivery system was still through the certitude sheath in the carotid, and also attached to the tip. A post bav with a new delivery system with 2cc less of inflation volume was performed and the valve was successfully inflated more ventricular. However, a moderate leak was still observed on tee. The valve was post dilated with 1cc less inflation volume and the delivery system balloon ruptured. While withdrawing the delivery system and sheath together, there was separation of the distal tip. However, the separation was not complete and the delivery system was able to be removed with the sheath as a unit. When the safari wire was attempted to be removed from the delivery system (outside the body), there was complete separation. The carotid was still intact and functioning upon removal. Mild to trace leak was observed. Vascular surgery was called in to remove the tip of the first delivery system that was still in the patient¿s abdomen. The patient¿s abdomen was opened to remove the delivery system tip and internal wire of the delivery system. The patient had a very calcified root, a porcelain aorta, and the stj was concentric and bulbous. The patient was obese. A bav was not used.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.